Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming. Date of event : unknown. Samples : available.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming. Samples : available

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2022-02-22 h6: investigation summary customer returned a total of 5 used 4mm, 32 gauge nano pro pen needles. No lot identification was available. The pen needles were visually inspected prior to testing. 4 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. None of the pen needles were found have bent on the patient side. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 4 of the 5 pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming. Date of event : unknown. Samples : available.